Manufacturer narrative:
The insulin pump had constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump was unable to perform the displacement test due to motor error alarm. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube.

Event description:
It was reported that the insulin pump alarmed motor error during basal. Customer stated that the pump was exposed during an MRI. Customer's blood glucose levels were not included in the report. It was reported that customer was unable to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.